Event description:
Additional information was received that a cardioversion procedure was performed and the device had additional reprogramming done.

Event description:
It was reported that the patient presented into clinic due to presyncope. Upon investigation, an increase in the capture threshold and a decrease in the pacing impedance was observed. Diagnostic imaging was performed, but no abnormalities were revealed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.